Event description:
(B)(6), reported that patient had a sinus augmentation procedure due to inadequate vertical height for future dental implant procedure and developed an infection.

Manufacturer narrative:
The patient was placed on prophylactic antibiotics the day before surgery and continued to take them during the course of the infection. Antibiotics were changed during the course of the infection and a drain was placed. Antibiotic therapy: amoxicillin day prior to surgery, (B)(6) 2011 augmentin/flagyl, (B)(6) 2011 extended flagyl course, (B)(6) 2011 extended augmentin course. There was no evidence and continues to be no evidence of infection associated with a root canal or any abscess. The sinus membrane was intact and not compromised. Patient had unremarkable medical history. Hospitalization was not necessary. There was no permanent injury or disability. Infection has resolved. Patient is doing well today and will be getting an implant in the future.